Event description:
A report was received that the patient had a cellulitis infection and was very swollen after she was implanted with the ipg. The physician confirmed that the patient's cellulitis was improving and the swelling eventually subsided. It is unknown if any medical intervention was provided to the patient.

Manufacturer narrative:
Patient weight not available. Device remains in patient. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.